Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; d11; g4; h2; h3; h4; h6. D11: 00875705401 ¿ continuum cup ¿ 64004708. 00877503601 ¿ biolox delta head ¿ 2963401. 00811400330 ¿ femoral stem ¿ 64230557. DHR was reviewed and no discrepancies were found. Additional information does not change the outcome the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of x-rays received. Review of the available radiograph identified the following: a left total hip arthroplasty with malposition of the acetabular cup with horizontal orientation and a dislocation involving the left femoral head. There is osteophyte formation along the superior and lateral acetabulum, no obvious fracture is seen. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup 00877503601 bioloxâ® delta, ceramic femoral head, s, ã¸ 36/-3.5, taper 12/14 lot unknown. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device not being returned from hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03789.

Event description:
It was reported patient was revised approximately 3 days post implantation due to dislocation. The head and liner were removed and replaced. The cup was repositioned and remains implanted. Attempts have been made and additional information on the reported event is unavailable at this time.